Event description:
The facility reported a colleague infusion pump with a display with multiple images. This condition had the potential to interrupt delivery. The event was reported to have occurred during biomedical testing in the biomedical service department. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of a "display with multiple images" was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to a distorted main display. The main display assembly was replaced to correct this condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.